Manufacturer narrative:
Note that with cessation of all manufacturing activities in december 2000, gambro is no longer a medical device manufacturer. A safety analysis cannot be determined as no device malfunction was identified. Based on the functional testing and clinical investigation, there is no information that reasonably suggests any gambro product caused or contributed to this incident. Blood tubing set manufacturer MDR # 8030638-2007-00006.

Event description:
Customer reported approximately 3/4 of the way thought the dialysis treatment, the patient's countrysystem 3 machine presented with a sucking sound originating from the blood pump and assumed that the dialyzer was clotting although the pressures never indicated that clotting was occurring. The patient's blood was returned, and a new dialyzer was set up as well as a new extracorporeal circuit. Treatment was then resumed and the patient completed her entire treatment without any further complications. Approximately four hours after the patient was discharged, the patient complained of back and abdominal pain and a general feeling of malaise. The hospital's laboratory results indicated hemolysis. The patient was transfused with one unit of packed red blood cells. It was reported that the patient was doing fine, and it is unclear when or why this hemolytic event occurred. A gts representative inspected this centrysystem 3 machine, and found that it worked according to manufacturer's specifications. The machine was placed back into service.